Event description:
The pt reported due to experiencing electricity transferring from a blown transformer to her body through the wet ground, she began receiving intermittent stimulation. A sjm rep was able to resolve the issue with reprogramming.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.